Event description:
It was reported that during a percutaneous coronary intervention procedure, the markerbands were difficult to see. The 1.5mm apex push monorail balloon catheter was advanced to the obtuse marginal (om) and it was noted by the physician that although the markerbands were visible under fluoroscopy it was hard to see them on the apex device during the procedure. The procedure was successfully completed with this device with no patient complications reported. The patient's current condition is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.